Event description:
Female patient was in for an intervention at the ostium of the left subclavian artery ¿ calcium and severe tortuosity was present at the site. The rate of stenosis was 70%. The right common femoral artery was used to gain access and a 90 cm 7f non-cordis sheath was advanced to the aortic arch. A 5x20mm powerflex pro was tracked on a 260cm 0.035¿ non-cordis guide wire but the balloon could not cross the lesion. The physician removed the balloon and wire and advanced a different non-cordis guide wire across the lesion. A 4.50x15mm non-cordis balloon was then used to pre-dilate the vessel at 18 atms successfully. The 8x18mm palmaz genesis was then advanced on the wire but would not cross the lesion. The physician felt resistance when attempting to pull back on the stent and so he tried retracting the genesis on the wire back into the sheath (still located in the aortic arch) ¿ it would not go back into the sheath. The physician tried to remove the sheath, wire and stent as one unit. The stent became dislodged from the balloon delivery system in the right common femoral artery and it was noticed under fluoro that the proximal end of the stent appeared to be flared. The physician accessed the left common femoral artery with a 6f sheath and retrieved the stent with a microsnare kit. Another stent was not inserted and implanted at the lesion. The device was discharged. Product will be returned for analysis. The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The stent appeared normal prior to inserting it into the patient. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines.

Manufacturer narrative:
Complaint conclusion: during an intervention at the ostium of the left subclavian artery the 8x18mm palmaz genesis could not cross the target lesion. Upon withdrawal, the stent could not be withdrawn into the sheath and the stent became dislodged. Prior to removal of the dislodged stent with a snare, the sent edge appeared to be flared. Analysis findings noted a fracture in the device. The target lesion was calcified with severe tortuosity and 70% stenosis. Access was obtained via the right common femoral artery was used and a 90 cm 7f non-cordis sheath was advanced to the aortic arch. A 5x20mm powerflex pro was tracked on a non-cordis guide wire but the balloon could not cross the lesion. The physician removed the balloon and wire and advanced a different non-cordis guidewire across the lesion. A 4.50x15mm non-cordis balloon was then used to pre-dilate the vessel at 18 atmospheres successfully. Then, a 8x18mm palmaz genesis was then advanced on the wire but would not cross the lesion. The physician felt resistance when attempting to pull back on the stent and so he tried retracting the genesis on the wire back into the sheath (still located in the aortic arch) . It would not retract into the sheath. The physician tried to remove the sheath, wire and stent as one unit. The stent became dislodged from the balloon delivery system in the right common femoral artery and it was noticed under fluoro that the proximal end of the stent appeared to be flared. The physician accessed the left common femoral artery with a 6f sheath and retrieved the stent with a microsnare kit. Another stent was not inserted and implanted at the lesion. The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The stent appeared normal prior to inserting it into the patient. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was not applied to the sds. There was no resistance/friction experienced while passing the sds through the guide catheter or advancing the sds over the wire. Excessive force was not applied to the device during insertion or withdrawal. The inflation device was in neutral position when the system was being advanced/withdrawn. Analysis of the returned device revealed that the stent was fractured with the struts uplifted. A possible sds genesis 9x19mm 135cm pro stent was received in a plastic bag. The stent was received fractured with the struts uplifted. The stent was received complete. The stent was received compressed. The stent appear have been deployed. There were blood residues observed in the stent. No other anomalies were observed in the returned device. Functional analysis could not be performed since the balloon nor the catheters were not returned for analysis and the stent was received damaged. The stent was sent to sem analysis to identify the cause of the stent fracture. Results showed that the stent fracture surface presented evidence of ductile dimples. Stretching and/or overload stress could be related to these surface characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels or calcified lesions may contribute to it. Based on the information provided, vessel characteristics (calcification, severe tortuosity and 70% stenosis) are likely contributing factors to the failure to cross reported. The reported failure to cross and withdrawal difficulty through the guide/sheath could not be confirmed as only the stent was returned for analysis. Upon return of the device for analysis, however, the stent was confirmed to be dislodged from the delivery system with a fractured strut and uplifted proximal struts. While the exact cause could not be conclusively determined, the information available suggests that vessel characteristics and procedural factors may have contributed to these issues as evidenced by ductile dimples and stretching noted during sem analysis of the stent. The instructions for use cautions, ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿ and ¿never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent.¿ neither the information available for review nor the analysis suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was not applied to the sds. There was no resistance/friction experienced while passing the sds through the guide catheter or advancing the sds over the wire. Excessive force was not applied to the device during insertion or withdrawal. The inflation device was in neutral position when the system was being advanced/withdrawn. This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: powerflex pro pta catheter, 90cm 7f non-cordis sheath.